Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button stopped functioning. During troubleshooting, the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the customer received multiple cartridge change errors with multiple cartridges during the load process. The customer was successfully able to load a new cartridge and resume insulin. The customer's blood glucose was 260 mg/dl. The customer would continue to use the pump for insulin therapy.